Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Letter reported that patient underwent large head trident/accolade total hip replacement in 2013. The hospital noted significantly high blood metal ions in the patient with a cobalt level of 209 nmol/l and chromium levels of 13 nmol/l. The hospital believes this maybe due to a trunnion issue with the implant. The patient reported that they have some symptoms into the thigh and may require surgery in the future. Patient is kept under long term follow up.